Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. A 2-year review of the complaint database shows no other reports similar in nature for this lot number.

Event description:
A report was received from another country on a home choice cassette that stated "leaky". Per the report, this occurred during use. An attempt was made on 12/08/2004 to request information from the reporting facility regarding patient injury or medical intervention, but none was obtained. No further details were available.